Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte-w¿ peripheral venous catheter had foreign matter on the tip of the catheter tubing. Found before use. No reports of seroius injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned photo but could not clearly identify the foreign matter reported. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No DHR was reviewed as the batch number is unknown. The root cause cannot be determined as no sample was returned for investigation.